Event description:
Over the past three years, there have been multiple complaints regarding the loss of communication between the ge transport pro and the attached tram module. The complaints have stated that the patient data and waveforms would drop out and no longer be recorded while the patient was in transport around the hospital. This can be a particularly hazardous event, especially when the patients are under intensive care and require a high level of monitoring to ensure their health and safety.initially, the units were tested in an attempt to reproduce the issue, but no apparent problem was identified, and the devices were returned to service. After another complaint, the unit was removed from service and replaced with a spare, and no further issues were reported. The only noticeable difference between the original unit and the spare was the software versions. The original device had a software version 2.0, while the spare had version 2.1.======================manufacturer response for monitor, physiological, transport pro (per site reporter).======================unit was returned to the manufacture for evaluation. They could not reproduce the reported problem but they reloaded the system software on the unit.